Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 14.2 cm to 14.6 cm and 22.2 cm to 22.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.